Event description:
It was reported that during a stent graft placement procedure, a balloon rupture occurred. The target location was a stent graft located in the abdominal aorta. A 33/7/2/100 equalizer balloon catheter was advanced to the target location and during the first inflation a balloon ruptured occured. To what atms is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)